Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy procedure, after clamping the tissue the firing could not be performed when the device was tried to fired. The surgeon re-clamping the tissue within the jaws, however the firing still unable to be performed. The procedure was completed with another device. The surgical time was extended by less than 30 min. The incision site was extended by less than 3 cm. The procedure was completed with another device.